Event description:
Major pump unit(s) involved: drive unit failure;specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;patient cut wires.specific component(s) involved: driveline malfunction;patient cut wires.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention : temporary reconnect of drive line wiring.implant device type: lvad.